Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set-up and upon power-up, the ventilator's screen remained blank, and it continuously power cycled. There was no patient involvement.